Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and increased pacing threshold measurements. It was reported the patient experienced a fall around the time of the increased pacing impedance measurements and threshold measurements. The lead configuration was reprogrammed with acceptable measurements obtained. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.